Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over 1 hour occurred on 10-18-2023. For transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was not undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.